Event description:
It was reported that during a labrum refixation surgery the eyelet of the device broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1923bc-1 serial/batch number (B)(6) was received for evaluation. The eyelet and bio were received on the device's shaft. Visual inspection revealed that the eyelet was broken off. No damaged was noted on the screw, shaft or handle. Functional testing was performed moving the inner shaft inside the outer looking for resistance. It was noted no issues. The most likely cause is attributed to misuse due to user error improver bone preparation, using excessive force to pry and/or leverage the device. Directions for use (dfu) section g. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.